Event description:
It was reported that the customer had high blood glucose levels of 250 mg/dl. The customer was brought to the hospital due to large amounts of ketones in the urine and for vomiting. The customer was treated with fluids intravenously and was released from the hospital. It was also reported that the customer was suffering from a cold virus. The customer was wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.